Event description:
According to the reporter: occurred during a laparoscopic assisted distal gastrectomy (ladg) procedure. For the first firing, the surgeon clamped the tissue, pushed the green firing mode button, and the status indicators were illuminated green. However, could not fire the device. Replaced by new powered handle and adapter, inserted the previous battery and connected the reload. However, the same event occurred. Then replaced by a manual stapling handle, connected the previous reload, and the firing was completed with no problem. Had checked the opening and closing of the jaws and articulation prior to use for each device. The surgical time was extended by less than thirty minutes. There was no patient harm. The status of the patient is no problem.